Manufacturer narrative:
Product complaint (B)(4). Investigation summary :no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of the tibial component at the cement to implant interface. Competitor cement manufacturer was used. Surgeon removed tibia and replaced with an attune rev rotating platform tray with a porous sleeve. On (B)(6) 2019, patient's right knee was revised to address pain and aseptic loosening of the tibial baseplate with varus subsidence. Surgeon indicated that femur and patella were well-fixed. Stated that the tibial baseplate had completely debonded from the cement mantle. Interface failure was cement to implant. There were no other reported issues. Doi: 2016. Dor: (B)(6) 2019, right knee.